Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer dropped the pump and the touch screen became shattered and unresponsive due to missing pieces of glass. There was no reported impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.